Manufacturer narrative:
An event of improper or incorrect procedure or method and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported improper or incorrect procedure or method appears to be related to the user being recaptured more than three times and not using a new delivery system. A cause for the reported pericardial effusion could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Code removed: medical device problem code: 2993 adverse event without identified device or use problem.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using a 14f amulet delivery sheath. The patient's activated clotting time (act) level was above 300 seconds. Heparin was administered after transseptal access. During the procedure the occluder was partially re-captured four times. It was determined the occluder was too big in size for the landing zone. The occluder was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder. The occluder was implanted. Shortly after the procedure the patient experienced a drop in pressure and presented with a 1.5mm localized pericardial effusion. A pericardiocentesis was performed. The patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using a 14f amulet delivery sheath. The patient's activated clotting time (act) level was above 300 seconds. Heparin was administered after transseptal access. During the procedure it was determined the occluder was too big in size for the landing zone. The occluder was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder. The occluder was implanted. Shortly after the procedure the patient experienced a drop in pressure and presented with a 1.5mm localized pericardial effusion. A pericardiocentesis was performed. The patient was stable.